Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 11 years and 1 month post implant of this bioprosthetic valve, the valve was explanted and replaced with a different model bioprosthetic valve of the same size.  The reason for the explant was not reported. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the physician that the mitral bioprosthetic valve was explanted due to severe regurgitation. The patient was reported to be stable after a successful valve implant. If information is provided in the future, a supplemental report will be issued.